Event description:
Medtronic received information that 1 month and 1 day following the implant of this transcatheter bioprosthetic valve, the patient developed a fever of 38 °c with vomiting. Three days later, the patient was hospitalized for bacterial pneumonia. During the hospitalization, antibiotics were administered and conservative treatment was performed to treat the pneumonia. Approximately 3 weeks into the hospitalization, ventricular tachycardia began to occur frequently and the fever persisted. 4 weeks after the start of the patient's hospitalization, oxygen administration was initiated. Hypotension was noted in addition to fevers. Three days later, the patient passed away due to the bacterial pneumonia. Per the physician, the valve did not contribute to the death. It is unknown whether the procedure contributed to the cause of death, however.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Method code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.